Event description:
It was reported that the device will not power on. The tech replaced the battery and the device still would not turn on. There was no patient involvement.

Manufacturer narrative:
Additional information:h6. Technical support performed troubleshooting over to determine the customer reported issue of npi 8015 ls unit completely dead. 1. Tech has 8015 ls unit will not power on after he had replace battery on unit 2. Prefer to send unit in for repair, confirm level one & level two quote for repair and what both level covers., 3. Tech will call back once he has po# setup. The customer reported problem was not confirmed. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device will not power on. The tech replaced the battery and the device still would not turn on. There was no patient involvement.